Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on (B)(6) 2012, the patient presented with preoperative diagnosis of facetogenic neck pain, c3-4 painful pseudarthrosis following acdf c5-6 elsewhere and underwent: posterior cervical lateral mass and onlay fusion with locally harvested autograft (spinous process bone chips), right iliac crest autograft, and bmp, c3-t1. Posterior facet fusion with bmp, c3-4, c4-5, c5-6, c6-7 and c7-t1. Posterior spinal instrumentation with lateral mass screw and rod fixation, c3-t1. Spinal stereotaxis with 3d image guidance; harvest of local autograft bone for use as a fusion material. Harvest of morsellized bone graft from right posterior iliac crest. As per operative notes: ¿ the spinous process from c3 to c7 were removed, morsellized, and saved for later use as a fusion material. A medium kit of bmp was brought onto the field. Bmp solution was applied to the carrier sponge which was cut into several small pieces. A facet fusion was performed by placing the small piece of bmp-soaked collagen sponge into the facet joints at c3-4, c4-5, c5-6, c6-7 and c7-t1 bilaterally. The previously harvested spinous process bone chips and iliac crest bone graft were mixed together and laid over the lateral masses and posterior elements along with a small amount of bmp extending from c3 to t1 bilaterally.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.